Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a battery failed alarm. No harm, requiring medical intervention was reported. The troubleshooting was performed and the issue was not resolved. The customer will discontinue to use the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged failed battery test found on 05-jan-2023. The pump passed the displacement test, sleep current test, active current test. The pump failed the self test pump alarmed a pump error 63 during the self test. No failed battery tests or other battery alerts, alarms, or anomalies were noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed 54 failed battery tests on 01/03/2023, 01/04/2023, and 01/05/2023, the first ten are as follows: 08:30:33.000, 10:01:11.000, 10:01:14.000, 13:55:39.000, 13:58:52.000, 17:57:49.000, 17:58:28.000, 17:59:12.000, 17:59:19.000, 17:59:52.000. Pump alarmed 4 replace battery alerts on 01/03/2023 at 07:51:00.000, 08:01:00.000 and on 01/04/2023 at 03:33:00.000, 03:43:00.000. Pump alarmed a replace battery now alarm three times on 01/03/2023 at 08:22:00.000 and on 01/04/2023 at 04:04:00.000 and 04:14:00.000.pump alarmed a pump error 53 on the event date of 01/05/2023 at 10:30:10.000 (line number: 5632, file number: 2005, esf #: 2610666) due to a possible software error. Pump error 53 alarmed when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Pump alarmed a pump error 63 during testing on 03/10/2023 at 08:59:15.000 (variable #: 3). Pump alarmed five low battery alerts on 01/02/2022 at 22:20:01.000, on 01/03/2023 at 18:02:00.000, on 01/04/2023 at 17:57:00.000 and 20:20:00.000, and on the event date of 01/05/2023 at 07:38:00.000 and all were expected. Pump was cut open to perform visual inspection and found a broken trace on pin 6 and in pin 1 of u1 chip on the keypad assembly. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, serial number label missing, corroded battery tube, corroded battery tube spring, and end cap address label missing. Failed battery test was not confirmed during testing. Pump error 63 was confirmed during testing due to a broken trace on pin 6 and in pin 1 of u1 chip on the keypad assembly. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.